Event description:
It was reported that bd pegasus yel 24gax0.75in qsyte leaked at adapter tubing junction the following information was provided by the initial reporter; reported by respiratory faculty on the product's isolation of plug bleeding during puncture, resulting in a blood blast; sample not returnable, photos available; green claim required, complaint response letter required, letter of acceptance required

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
1. Complaint description: leakage at septum 2. DHR/bhr review: (1)the batch number of the complained product is 3170893, is 24g and product code is 383718, produced on 2023/07, with a total of 114000 pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 3.the customer did not return samples and only provided photos of the defective samples. From the photos, it can be seen that the blood has seeped out from the septum and flowed onto the tip shield. It cannot be determined from the photos whether it is continuous blood leakage or leakage during needle withdrawal; 4. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 5. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis:: 1)damage to the septum from the raw material damage or septum damaged during the septum assembly process can result in leakage after the needle is removed, which can cause persistent leakage. 2) in the process of needle removal, too slow needle removal speed will lead to a drop of blood from the tail of the septum when the needle is removed, but the product will not continue to leakage; 3) if the patient's arm is tied tight during the puncture, it will cause great pressure in the blood vessel, and blood will come out with the needle when the needle is removed, but the subsequent blood leakage will not be sustained. In summary, the customer did not return any samples, and from the photos provided by the customer, it cannot be confirmed whether the product had sustained blood leakage or a brief blood leakage during needle withdrawal. Therefore, the root cause of the complaint cannot be confirmed, and the factory will continue to monitor and monitor the trend of the defect complaint.

Event description:
No additional information provided.